Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed bad battery. The customer stated they were able to resolve the issue by removing the battery for 10 minutes. The customer's blood glucose was unknown at the time of the call. The customer declined to return the insulin pump for analysis.